Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the event. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported. There was no reported adverse impact to the customer's blood glucose level.